Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's caregiver reported that when the customer woke up, the insulin pump had powered off. She changed the battery and the insulin pump alarmed battery out limit. The batteries were out of the insulin pump greater than duration allowed. Customer's blood glucose level was 551 mg/dl. She treated her high blood glucose with a shot. The device was not returned.